Manufacturer narrative:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, they found that the blower box, blower outlet seal, iso port, and inlet/outlet seal was contaminated. The patient's complaint was not confirmed. Device was routed to scrap as per patient request. Non-reportable since there was no death or serious injury reported, and the observed event/issue would not cause a death or serious injury if it were to recur.

Manufacturer narrative:
Description needs to be updated.

Event description:
The ds2adv auto CPAP was returned to the third-party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the device had contamination to blower box, blower, blower outlet seal/isol, iso port, and inlet/outlet seal. In conclusion, the device was routed to scrap and the allegation of burning smell was not reproduced. Additionally, during the service of the device, there was contamination present unrelated to the reportable malfunction/issue and an error code was present (e-250: err_barometric_comm). The device passed all final testing. No death, serious harm or injury was reported. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.

Event description:
This notification is being reviewed due to a user of ds2adv auto CPAP stating that during testing of the repaired device it was observed to produce burning smell. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.